Manufacturer narrative:
Per customer, this is the only sample and assay in question. Qc was within specification prior to and after the event. System check run on 1/12/09 met specification. A field service engineer (fse) was on site and ran system verification which met specification. Fse confirmed that no hardware issues were identified. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false negative hcg result generated by the unicel dxi 800 access immunoassay system for one pt . Customer tested a pt sample for hcg and obtained a result of 0.73miu/ml. The erroneous result was reported outside of the laboratory. Pt returned to the clinic after initial result complaining of abdominal pain. Two other samples were then drawn from this pt and tested for hcg, upon which the results were 1094 miu/ml and 933 miu/ml. The original sample was re-tested after these subsequent draws and gave positive results of 955 miu/ml and 951 miu/ml. There was a delay in diagnosis and treatment was given for an ectopic pregnancy. No further information has been provided.